Event description:
It was reported that the bd 3ml syringe luer-lok¿ tip with bd precision glide¿ needle experienced leakage. The following information was provided by the initial reporter: material no: 309570; batch no: 9165682. Consumer reported syringe drew up her b12 fine however when injected the syringe, the medication went all over her and leaked out the syringe. Wasted her vial/b12. Informed this caller to seat the needle on syringe she was not doing this. Date of event (B)(6) 2021.

Manufacturer narrative:
H6: investigation summary: one loose 3ml syringe (p/n 309570) with needle and an opened blister package from batch #9165682 were received. The samples were visually evaluated. The package appeared to be splattered with an unknown pink substance. The syringe and needle did not appear to have any visible defects. Additionally, the syringe was tested for leakage past stopper, and luer leakage with no defects observed. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 3ml syringe luer-lok¿ tip with bd precision glide¿ needle experienced leakage. The following information was provided by the initial reporter: material no: 309570. Batch no: 9165682. Consumer reported syringe drew up her b12 fine however when injected the syringe, the medication went all over her and leaked out the syringe. Wasted her vial/b12. Informed this caller to seat the needle on syringe she was not doing this. Date of event (B)(6) 2021.